Event description:
It was reported the artificial urinary sphincter (aus) cuff and balloon were explanted due to unspecified reason. A new 5.0cm cuff and 61-70 cm h2o balloon were implanted. Additional information received states the cuff and balloon were explanted due to fluid loss and recurring incontinence. The issues began (B)(6) 2019.